Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a surgery took place in which a torque wrench tip sheared off and fused into the screw. The torque wrench tip remains in the patient confined to the screw. Surgery took place (B)(6) 2018.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product was returned for evaluation but evaluation is still in progress. Upon completion of evaluation of the subject part, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a surgery took place in which a torque wrench tip sheared off and fused into the screw. The torque wrench tip remains in the patient confined to the screw. Surgery took place (B)(6) 2018.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. The distal tip was confirmed to be broken at the hexalobe. The fracture face was consistent with failure in torsional overload which could have resulted in the failure.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a surgery took place in which a torque wrench tip sheared off and fused into the screw. The torque wrench tip remains in the patient confined to the screw. Surgery took place (B)(6) 2018.